Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided, except for patient photographs. Furthermore user facility reported in incident form that the patient injury was treated by clobetasol propionate steroid cream. An examination of the subject device by a lumenis technical expert concluded that upon arrival the technical expert found the "energy on higher end of specification". Following preventative maintenance and performing energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. System operated within manufacturer specifications, therefore subject device malfunction is not the suspected cause of the event reported. A review of device lightsheer desire labeling (B)(4) states the following: warning - do not attempt to manually calibrate or otherwise adjust the output of the laser. Such action may cause exposure to hazardous optical radiation and electrical voltage, result in damage to the instrument, and void the warranty. Only trained and authorized lightsheer desire technicians should perform maintenance and service. A lumenis healthcare professional evaluated the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated: "patient was treated with topical steroids and area should resolve". Furthermore, the healthcare professional concluded that probable sun exposure prior to treatment to be the contributory causes of the reported events. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment and does not confirm the injury result in permanent impairment of a body function or permanent damage to a body structure, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained first and second degree burn to bilateral lower legs area following treatment with a lumenis lightsheer desire laser. No report of serious injury has been received except for the initial report from the user facility.